Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the instrument (pn 470230-12/lot # n10210301 0091) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk0397. The instrument had 65 uses remaining after last use. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication - isolated surgical procedure, site had difficulties with opening and closing the large hem-o-lok clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the clip applier could not be opened or closed normally by the surgeon. The instrument was inspected prior to use. There was no damage or anything out of the ordinary. Approved weck clips of the appropriate size were used. The surgeon confirmed closure of the clip after ligation. The vessel was an appropriate size. The issue was resolved with another instrument. The issue occurred a few times during the procedure. The instrument was on the same arm each time the issue occurred. The drape was not exchanged during the procedure. The lot number of the drape was unknown. There was a problem applying a clip during the procedure. The patient information could not be provided.